Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation had foreign material. The analyst noted there was a white fiber on the distal end of the tip of the lead, the time first noticed and origin of fiber cannot be determined at this point. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was a ¿white fiber¿ on the tip of the electrode of the right atrial (ra) lead. A different ra lead was attempted and difficulty placing the lead was experienced, as the lead fell out of position twice. A different ra lead successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.